Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed. It is unknown if the device was in clinical use at the time the reported issue was discovered; but it was reported that there was not harm to the patient or user.